Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
It was reported the patient's blood glucose level rose up to 400 mg/dl while wearing the pod between 25 and 36 hours. The pod reportedly was coming loose from the infusion site on the abdomen, causing the cannula to dislodge. Insulin leaking during wear was also reported.